Event description:
Pt. Was on a drager carina on ventilator mode. I placed carina on standby to put ER co2 sensor in-line vent completely went black and shut off. Vent was plugged in and fully charged it was not switched to off. Pt. Was bagged and vent was changed no harm caused to pt.